Event description:
It was reported that the patient had an inflatable penile prosthesis that was removed and replaced due to patient dissatisfaction of the pain due to the reservoir was pushed through the patient's abdomen, externalizing the reservoir and erosion.

Event description:
It was reported that the patient had an inflatable penile prosthesis that was removed and replaced due to patient dissatisfaction of the pain due to the reservoir was pushed through the patient's abdomen, externalizing the reservoir and erosion.